Manufacturer narrative:
A visual inspection of the device revealed no apparent defects. On receipt of the device the history and memory logs were downloaded. The hdf-3500 is subject to omron goods inward testing as detailed in h045-014-005, omron goods inwards test procedure. Information from the device history log indicates that omron testing was carried out on the 1st march 2018. The history log for this device showed that the pad-pak was first installed by the customer on the (B)(6) 2018 and that it had performed to specification up to the (B)(6) 2018. The returned hdf-3500 device performed to specification throughout testing at heartsine. The device was returned for giving unusual prompts. These prompts were ¿check pads¿ prompts at start up, and ¿warning, off button pressed¿ prompt at attempted shutdown. The prompts were issued by the returned hdf-3500 due to the device reading a low patient impedance. Upon inspection of the returned pad-pak, the electrodes were found to have been removed from their sealed pouch and liner and stuck together making gel to gel contact. This would account for the account for the device reading a low patient impedance. The returned device gave all normal prompts with a known good pad-pak installed. Therefore, this report concludes the reported fault was due to the state of the electrodes in the returned pad-pak, and not the returned hdf-3500 device as verified during the investigation. Due to the evidence of human contaminants observed on the returned electrodes, it is most likely that the electrode pads were removed from the liner and applied to a patient. Information from the technical log shows the device recorded an in-range patient impedance on the (B)(6) 2018. Therefore, it is assumed the pads were removed and applied to a patient during this event. The pad-pak is a single use item, and after the electrode pads have been removed from their sealed pouch, the pad-pak is no longer recommended for use. This is outlined in the hdf-3500 device manual.

Event description:
The device has missing speech prompts. The first 4 prompts were missing. There was no patient involved in this event.